Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Hip revision of total hip patient due to "liner spinout". Patient complained of issues with a total hip done (B)(6) 2012. CT showed what looked like a disengaged liner. Revision showed liner was not engaged. Surgeon replaced head and liner.

Manufacturer narrative:
The patient is (B)(6). An event regarding disassociation of a trident acetabular liner was reported. The event was confirmed. The returned device was heavily damaged from in-vivo use and explantation. Inspection of the device was inconclusive with regard to the root cause of the reported disassociation. Material analysis found "no evidence of manufacturing or material defects." Clinician review of the provided records found "no evidence that factors of faulty design, manufacturing, or materials were responsible for this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The exact root cause of the reported event could not be determined. Inspection of the device was inconclusive with regard to the root cause of the reported disassociation. The provided medical records do not provide any insight into the approximate amount of time after which the liner disassociated from the shell. Without this information it is impossible to determine if the disassociation was more likely related to implantation procedure or in-vivo loading. Clinician review of the provided CT images confirmed the reported event, described as "three undated CT cuts of the hip consistent with a disengaged acetabular liner from the shell." The dictation concluded "there is no evidence that factors of faulty design, manufacturing, or materials were responsible for this clinical situation."

Event description:
Hip revision of total hip patient due to "liner spinout." Patient complained of issues with a total hip done (B)(6) 2012. CT showed what looked like a disengaged liner. Revision showed liner was not engaged. Surgeon replaced head and liner.